Event description:
The micro oscillating saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The micro oscillating saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The engineering technician noted the motor cartridge was corroded.